Event description:
It was reported that three 511s were used during a laparoscopic cholecystectomy. It was reproted by the affiliate that the gaskets are torn. This caused a loss of gas and an extended operating room time of 1/4 longer.